Event description:
The facility reported an infusion pump with a failure code 810:11. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed by the baxter repair technician. The failure was determined to be a defective air in line printed circuit board (ail pcb), which was replaced. The device was tested by the technician.